Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, g3, g6, h2, h3, h4, h6, h10, h11. Corrected data: h6 component codes. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported products were reviewed for compatibility, with no issues noted. Review of the complaint history for the stem found no additional related complaints for this item and the reported part and lot combination. Review of the complaint history for the head identified additional similar complaints for the reported item, and no additional similar complaints for the reported part and lot combination. Complaints are monitored per (B)(4) complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. The review identified perthes disease with pre-existing lld of 2.5cm as contributing factors to the event. Patient alleges that the surgeon did not adhere to the manufacturer's specifications and therefore the pan could not grow in at all. He also states that his right left was 2.5cm shorter than left and that the surgeon should not compensate for the leg length difference by more than 75%. Furthermore, the leg shortening was not compensated for by about 75%, as agreed preoperatively, which would have been a length compensation of 1.875 cm (the leg was 2.5 cm shorter), but patient leg, which had previously been 2.5 cm shorter, was then 1.5 cm longer. So dr. Brunner extended it for patient by 4 cm. Patient also alleges that the cup did not come in complete contact with the bone and was neither screw, cemented, or covered resulting in immediate micromotion of the shell preventing osseointegration. Patient provides imaging and personal review/explanation of deviations from the surgical technique. Patient reports revision of the cup due to pain and loosening. A definitive root cause could not be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 10017332, g7 bispherical shell 52e, lot 684909001. 00-8775-036-02, biolox delta head 12/14 36x0, lot 3052557. 110003634, biolox delta cer lnr 36mm e, lot 3068609. G2: foreign - event occurred in austria. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial right total hip arthroplasty due to perthes disease and was revised two years later due to limb length discrepancy, pain, and loosening of the acetabular shell. No medical records have been provided; however, the patient alleges that the initial surgeon did not adhere to proper surgical technique. Attempts have been made, and no further information has been provided.